Event description:
It was reported that the patient underwent m2a hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2013, allegedly due to allergic reaction to metal debris, acetabular cyst, and cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "material sensitivity reactions" and number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01719 / 01720).